Event description:
The customer reported that she received an unexpected restart alarm during normal use. The insulin pump was not stored or not in use for an extended period of time and the alarm did not occur shortly after inserting a new battery. The customer was advised to monitor the insulin pump for recurrent issues. Her blood glucose was 127 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.